Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Hold for lk 1.25it was reported that the patient experienced intermittent alerts on the smart device. The patient's mother stated that the patient was pale and clammy and that the cgm was displaying a double arrow down trend. She stated that on (B)(6) 2018 at 9:00pm, she noticed that the patient was at 54 mg/dl and administered glucagon before calling emergency medical services (ems) who responded and ensured the patient was stabilized before leaving. The patient's mother reported that the system was accurate, but that when the patient went below the alert threshold that had been set for the follower app, it did not alert the parents and they did not notice until the patient was already hypoglycemic. At the time or report, the patient was in stable condition. Additionally, the patient's mother is alleging the transmitter is at fault. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with nordic bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced intermittent alerts on the smart device. The patient's mother is alleging the transmitter is at fault. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.